Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that dirt was observed on the sterile part of the packaging seal. It was also reported that this was identified prior to use. It was further reported that there was no patient involvement or surgical procedure.

Event description:
It was reported that dirt was observed on the sterile part of the packaging seal. It was also reported that this was identified prior to use. It was further reported that there was no patient involvement or surgical procedure.

Manufacturer narrative:
H6: during evaluation of the returned device, it was confirmed that there was no impact to the sterile barrier of the device. The quality investigation is complete.